Event description:
Healthcare professional reported a right side "nodules compatible with siliconoma." The event of "oval heterogeneous hypoechogenic nodular image" is not device related. Device remains implanted. "Oval heterogeneous hypoechogenic nodular " is not considered device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "nodules compatible with siliconoma" and "oval heterogeneous hypoechogenic nodular image".